Event description:
On 12/21/96 at approx 4:23a the ventilator inoperative alarm sounded both visual audible displays. The error code message was e82, proximal pressure transducer over range. Pt was bagged and therapist called to replace unit. No pt harm.